Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the lead was having difficulty sensing and there were threshold issues. The lead was repositioned multiple times. The helix would not extend even though the implanted rotated the tool approximately 50 times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.